Manufacturer narrative:
Results: the smart coil pusher assembly was fractured approximately 32.0 cm from its proximal end and kinked in close proximity on either end of the fracture. The proximal constraint sphere was not present inside the distal detachment tip (ddt). The pet lock was intact on the proximal end of the pusher assembly. Conclusions: evaluation of the returned smart coil pusher assembly revealed it was fractured, kinked, and its embolization coil was detached. These damages were likely a result of forcefully advancing the device against resistance. If the pusher assembly fractures it will likely allow the pull wire to retract from the ddt effectively detaching the embolization coil. The embolization coil, introducer sheath, and non-penumbra microcatheter were not returned with the subject smart coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while using a smart coil with a non-penumbra microcatheter, the smart coil unintentionally detached. Therefore, the physician used a guidewire to push the detached coil into the aneurysm. There was no report of an adverse effect to the patient.